Event description:
Customer reported that she was hospitalized due to low blood glucose. The glucose reading at the time of hospitalization was 34 mg/dl. Customer stated that she is brittle diabetes and has always gotten low blood glucose, she also stated that she had given herself 12.2 units of insulin and did not eat any food prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.